Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a pph procedure. The device misfired, only firing staples in a rainbow shape, not the complete circle, but with a full cut line. Case was completed with sutures. There was no adverse consequence to the patient.